Event description:
It was reported that the patient with this artificial urinary sphincter experienced severe recurring urinary incontinence. Intraoperative cystoscopy revealed the device was working properly and was providing adequate coaptation of the urethra. The physician decided to replace balloon with a 71-80 balloon to provide increased pressure on the existing cuff. No further patient complications were reported.